Event description:
During a review of programming history available in house, a programming anomaly was observed. On the date of implant there was a cross programming event that occurred between the patient's previous generator and the generator that was newly implanted. An initial interrogation was not performed; however a systems diagnostic test was. Following the system diagnostic test, the new generator was interrogated and found to be at the settings of the previous generator. Upon review of the programming history from the patient's previous generator, a faulted diagnostics was performed during explant. This resulted in a change to the patient's settings. This change was then cross programmed into the patient's newly implanted generator resulting in the patient leaving at un-intended settings.

Manufacturer narrative:
Analysis of programming history.